Event description:
It was reported that the user received recurring restart and ¿unable to proceed¿ alerts during and after a supply change, including while delivering a meal bolus, and the device would not rewind; this aligns with a failure to infuse associated with a motor component issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a device failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.